Event description:
The customer called to report a blank display and a siren alarm on the insulin pump. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. No audio beep anomaly was noted.